Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump alarmed for a motor error during the bolus delivery. The insulin pump had minor scratches on the display window, stained address and serial number label and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and the buttons of the device were unresponsive. The customer removed and reinserted the battery, but the anomaly persisted. The customer's blood glucose was 300 mg/dl, which will be treated with a backup plan. The customer stated that they might have slept on the insulin pump. The discontinuation of the device was advised. Nothing further was reported.